Manufacturer narrative:
The commander delivery system was not returned for evaluation and no photographs of the device or relevant imagery of the procedure was provided. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During the manufacturing process, the entire delivery system is visually inspected and tested several times. The inflation balloons undergo 100% inspections for the following: balloon distal and proximal ID, balloon single/double wall thickness, visually inspected for defects and cosmetic appearance under minimum 8x magnification. The crimp balloon undergoes 100% inspections for balloon double wall thickness and visually inspected for defects and cosmetic appearance under minimum 8x magnification. The flex tip outer dimension (od) is verified using a go gauge. The nose/tip guidewire shaft bond is visually inspected for bubbles, and verified that the guidewire shaft is all the way down inside the nose tip. The ¿y¿ connector port is visually inspected: all three y-connector ports are covered and completely filled. If any leak channels are present, partial adhesive coverage or no adhesive coverage, the units are rejected. Bubbles are acceptable if completely covered by adhesive. Delivery systems are 100% leak tested before final quality inspection. The device undergoes 100% final inspection by manufacturing and quality for the following: entire device is visually inspected for damage (e.g. Kinks, cuts), the nose tip to balloon bond is inspected for smoothness, leak channels, bubbles, divots, neck down, and uneven bond color, the nose tip guidewire shaft bond is inspected for leak channels in bond area and presence of bubbles; the inflation and crimp balloon are 100% visually inspected for distorted/pinched folds, wrinkles/waviness and fold lines. During inspection, the balloon cover is removed as needed and replaced after inspection. Product verification testing is performed on a sampling basis. Product verification testing includes: balloon burst pressure (the lot was accepted) system retrieval force (lot was accepted).bond tensile testing is included for the following locations: balloon to nose tip, inflation to crimp balloon, crimp balloon to balloon shaft and y-connector to balloon shaft(the lot was accepted).these inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. A review of lot history for 61006369 revealed no additional complaints related to ¿balloon ¿ leakage, ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath,¿ or ¿distal tip, nose tip ¿ separated.¿ a review of the complaint history reveals that the occurrence rates do not exceed the december 2017 control limits for this trend category (¿leakage¿, ¿withdrawal difficulty¿ and ¿separated¿). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to the unavailability of the device and no relevant photographs/imagery, the complaints for ¿balloon ¿ leakage,¿ ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath,¿ and ¿distal tip, nose tip ¿ separated¿ were unable to be confirmed. Since the device was not returned, it was not possible to determine if a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manual revealed no deficiencies, and a review of the relevant DHR, lot history, and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint. A review of manufacturing mitigations further supports that the delivery system has proper inspections in place to detect issues related to the complaint. Complaint history review suggests that patient and procedural factors may have contributed to the complaint event. Information provided by the complaint site indicated that the patient¿s annulus had ¿normal calcification.¿ it is possible that the balloon tore when it was exposed to this calcification, causing the observed leakage upon attempted inflation. Since there was no report of difficulty de-airing the device during prep, it is likely that the issue was not present on the device as manufactured. The valve profile when it is over the inflation balloon is larger than when it is over the crimp balloon. This could have contributed to the reported withdrawal difficulty. In addition, if the valve/delivery system is non-coaxial with the sheath during retrieval, the valve can catch onto the sheath tip, and result in withdrawal difficulties. It is likely that, in order to overcome the experienced withdrawal difficulty, excessive force and/or manipulation was applied in an attempt to remove the delivery system. This may then have caused the subsequent separation of the nose tip. As a result, available information suggests that patient/procedural factors contributed to the complaint event. The device was not returned for evaluation and the reported events were unable to be confirmed. No manufacturing non-conformances were able to be identified. In this case, available information suggests that patient/procedural factors contributed to the complaint event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rates do not exceed control limits for the respective trend categories. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), at the implant of a 23 mm sapien 3 valve by tf approach in aortic position, it was not possible to deploy the valve as the balloon of the commander delivery system (ds) did not inflate. It was decided to retrieve the whole system but the valve did not come back into the sheath. The distal part of the ds with the valve crimped on the balloon remained in the iliac artery and the other part of the ds was retrieved. Finally, a new sheath and a new valve were used with success but a surgical repair of the femoral artery was performed. Patient is doing well.

Event description:
As reported by our affiliates in (B)(6), at the implant of a 23 mm sapien 3 valve by tf approach in aortic position, after a valve alignment in a straight section of the aorta, it was not possible to deploy the valve as the balloon of the commander delivery system (ds) did not inflate. It was decided to retrieve the whole system but the valve did not come back into the sheath. The distal part of the ds with the valve crimped on the balloon remained in the iliac artery and the other part of the ds was retrieved. A surgical cut down was performed to remove the balloon with the crimped valve and finally, a new sheath and a new valve were used with success. Patient is doing well